Manufacturer narrative:
The analysis results found that device a was returned with the blade scratched and cracked. The analysis results found that device b was returned with the blade nicked and cracked. Due to the damage to the blades, it was confirmed that the devices were non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use."

Event description:
It was reported that during a thyroid procedure, there was a permanent tone. No function. No patient consequence reported.